Event description:
Report received of j retention wire fracture without protrusion through the outer polyurethane insulation. Lead was explanted due to a report of j retention wire fracture with protrusion through outer polyurethane insulation.